Event description:
International affiliate reports that on presentation at 3 month post op clinic in scotland, x-rays highlighted that the pedicle screw had broken at the point where the shaft meets the head of the screw. The device remains in the pt and is not available for eval.

Manufacturer narrative:
The device remains in the pt and is not available for eval. Review of the device history record cannot be performed as the lot code is unk. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.